Event description:
Pt reported there has been a spot on the infusion device display since (B)(6) 2012 and the third digit of the basal rate is incomplete. Pt changed the battery, but this did not resolve the issue. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.